Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17622960m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 system, us catalog #:fg540000, serial (B)(4). Stockert generator, us catalog #: unknown, serial #: unknown. Coolflow pump, us catalog #: unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac valve rupture (requiring no medical or surgical intervention) and thrombosis (requiring no medical or surgical intervention). During the procedure, an aortic valve rupture with aortic insufficiency was confirmed via intracardiac echocardiography (ice) and transthoracic echocardiography (tte). In addition, a structure or clot was observed below the aortic valve. Patient was reported to be in stable condition. There were no interventions when the injuries were detected. There is no information regarding later interventions. There is no information regarding extended hospitalization. Patient has not exhibited any neurological signs or reported any neurological symptoms since the procedure was completed. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues or errors reported on any biosense webster, inc. Products or equipment during the procedure. Generator was set on power control mode. There is no information regarding generator parameters or generator settings, as no ablation was performed. There were no catheter issues related to temperature or flow. There is no information regarding anticoagulant.